Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 3.5 x 23 mm xience prime stent, promus elemet stent, aspirin. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5 x 23 mm xience prime referenced in describe event or problem and concomitant medical products is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2013, a 2.75 x 33 xience prime stent was successfully implanted in the mid left anterior descending (lad) coronary artery and a 3.5 x 23 mm xience prime stent was successfully implanted in the proximal lad. On (B)(6) 2016, the patient was hospitalized for angina. Diagnostic imaging was performed and the distal left circumflex had 50% stenosis. Restenosis was also noted in the 2.75 x 33 mm xience prime stent and restenosis was within 5 mm of the 3.5 x 23 mm xience prime stent. Medications were provided as treatment. The event resolved without sequela and on (B)(6) 2016, the patient was discharged from the hospital. Per physician, the event was possibly related to the device. There was no additional information provided.